Event description:
Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
(B)(4); 2531779-03/24/2010-003-r. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. During testing, the pump did not recognize a filled cartridge.